Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet and was temporarily instructed to switch cgm selection from g7 to g6 and back to g7, after which the sensor was started and glucose values appeared on the ilet. Symptoms included no adverse clinical effects and no reported hypoglycemia or hyperglycemia. Outcomes included no clinical impact and no alerts or alarms affecting therapy. Investigation included customer service troubleshooting and education performed remotely. Investigation of this case revealed a transient pairing failure limited to cgm-to-pump communication that resolved with guidance, with no device component replacement and no further intervention required. It was concluded, based on previously established findings for similar reports, that the cause was user assistance needed for setup and temporary communication pairing difficulty.